Event description:
(Cc# 96-00342) the iab was inserted into the patient on 11/9/96. On 11/13/96 after iabp for 101.5 hours, check "kinked catheter" alarm sounded from the pump. The pump was repurged and augmentation was noted. The consolde alarmed again and powdered blood was noted inside the catheter tubing. The iab was removed and a second was inserted into the patient. (On 12/2/96, datascope received the voluntary medwatch form from the FDA; triage unit sequence number: 55967; MDR access number: 1010292) the following was reported to datascope on 12/3/96: the patient lost pulses in the right foot due to severe pvd and iab pumping. The pulses resumed after the iab was removed, but became diminished in the left foot after the 2nd iab was inserted. The patient is currently in stable condition. Event complications: unk-rpt'd 11/14/96; patient lost pedal pulses-rpt'd 12/3/96. [Patient's current status: stable - rpt'd 12/3/96.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.